Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board was replaced and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that when the collimator iris button was pressed, the collimator closed down completely. There was no patient injury or death reported.